Event description:
Legal papers state the plantiffclaims their knee was defective and unreasonably dangerous, because they were subject to degradation through oxidation, because they were sterilized using gamma irradiation process.